Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the cannula was bent on mion set and she experienced hyperglycemia. The customer reported that she had high blood glucose levels of 30 mmol/l. The customer's current blood glucose level was 6.8 mmol/l. The customer treated high blood glucose levels manually and installed a new infusion set which caused high blood glucose again. It was reported that all the setting were correct on the insulin pump. Product is expected to return for analysis. Additional device related incident: infusion set (308503890); reservoir (308503885).